Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Customer reported a blood glucose level of 268 mg/dl.